Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt experienced pain at the ipg site. The pt has lost 130 pounds and the ipg is poking the pt. The pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.